Manufacturer narrative:
(B)(4).

Event description:
It was reported that during prep stent damage was noted. When the technician opened the 3.0x20 taxus liberte stent, he noticed that the stent struts were damaged. The procedure was completed with another of the same device.